Event description:
A report was received that during product analysis, it was discovered that the electrodes from the paddle lead were dislodged.

Manufacturer narrative:
Additional information was received that the electrodes were not dislodged during the explant. The physician noticed that there were dislodged contacts while doing the explant and were not left inside the patient's body.

Event description:
A report was received that during product analysis, it was discovered that the electrodes from the paddle lead were dislodged.

Manufacturer narrative:
Device evaluation indicated that during visual inspection of the paddle lead, the electrodes #8 and #16 were dislodged. The two electrodes were not returned.